Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: tylenol, asprin, bumex, lipitor, cholecalciferol, lovenox, toprol, coumadin, vitamin e, aldactone, plaquenil, magnesium oxide, zofran, protonix, levothyroxine. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak

Event description:
On (B)(6) 2017, this patient underwent reintervention for treatment of a reported proximal type I endoleak. Two gore® excluder® aortic extender components were implanted to extend coverage proximally. The endoleak was resolved. The physician reported that device migration may have contributed to the endoleak however the landing zone of the original devices at the time of the initial implant is unknown.

Manufacturer narrative:
Patient medications include but are not limited to: tylenol, aspirin, bumex, lipitor, cholecalciferol, lovenox, toprol, coumadin, vitamin e, aldactone, plaquenil, magnesium oxide, zofran, protonix, levothyroxine. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU), states, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, follow up imaging determined a proximal type I endoleak.